Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer received a voluntary medwatch (mw5118871) regarding the field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging "noticed black particles in tubing. Sinus issues, headaches; respiratory infections, irritated eyes and skin; coughing, trouble breathing, worsened asthma". This was reviewed by a clinical expert who determined the device did not cause or contribute to the reported allegations. No medical intervention was required by the patient. The device has not yet been returned to the manufacturer for evaluation and there is no contact information for the initial reporter to gain additional information on the device. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.